Event description:
Invalid result (s). Good morning, , we got a call from a customer that is having an issue with a flowflex covid 19 antigen test kit . The customer was given the test kit by his neighbor on medicare. Mr dixon called in because after the test was performed , the cassette had no results displayed in the test result window. Customer confirmed that he had applied 4 drops of buffer solution to the s-well and waited until 15-30 mins. No results displayed; the customer did see the pinkish background appear but no control line or test line. Customer sent a picture of the test cassette in question. I advised the customer that I need to forward this information to the appropriate department for review. Customer will wait for the follow up response from acon labs.

Manufacturer narrative:
Final product manufacturing and qc record for cov2030012 were reviewed. No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process was complied with the dmr. The test results of retention samples from cov2030012 can meet the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified. Please refer to the attachment. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation. The following fields are updated: b4, "date of this report" - date of follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - updated to "additional information" and "device evaluation" h6 "adverse event problem" - event problem and evaluation codes such as "investigation findings" and "investigation. Conclusions" are added per investigation. H10 "additional narrative/data" - added manufacturer's narrative.

Event description:
Invalid result (s). Good morning, we got a call from a customer that is having an issue with a flowflex covid 19 antigen test kit. The customer was given the test kit by his neighbor on medicare. Mr (B)(6) called in because after the test was performed , the cassette had no results displayed in the test result window. Customer confirmed that he had applied 4 drops of buffer solution to the s-well and waited until 15-30 mins. No results displayed; the customer did see the pinkish background appear but no control line or test line. Customer sent a picture of the test cassette in question. I advised the customer that I need to forward this information to the appropriate department for review. Customer will wait for the follow up response from acon labs.